Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level over 600 mg/dl with high ketones. The customer was treated with intravenous saline and insulin and was released from the ICU on (B)(6) 2023 with no permanent damage. Reportedly, the pump could not be charged, and subsequently the pump shutdown. The customer reverted to an alternate method for insulin therapy.